Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device will not charge the battery nor discharge. It was also noted that the biomed confirmed the issue was not with the battery. There was no reported patient or user involvement and no adverse patient/user impact.